Event description:
The customer reported to olympus, a e105(lighting lamp error) occurred due to led (light-emitting diode) unit failure on the video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a e105(lighting lamp error) due to led (light-emitting diode) unit failure, video connector receiving lock was not locked and code hanging shortage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was not possible to identify the root cause of the event. However, it was highly probable that an e105 (lighting lamp error) occurred due to a failure of the light-emitting diode (led) unit. E105 is an error that occurs when w-led is disconnected or short-circuited. Olympus will continue to monitor field performance for this device.